Manufacturer narrative:
The investigation was started with evaluation of the log file and the initial written description received. It turned out that the ventilation went stable and unremarkable at the beginning until the ventilator detected a wrong motor position and forced an autonomous shutdown to safety mode. This was accompanied by the specified alarm. The device was used further in manual ventilation mode; no patient consequences have occurred. In follow-up of the event, the hospital's biomed rebooted the device. The consecutive power-on self test couldn't be completed due to failure in the ventilator piston referencing check. A nonfunctional state was the consequence. Draeger recommended to check and/or replace the motor assembly. A final conclusion can't be drawn to date since the user has neither responded so far nor returned any replaced parts. As per experience of post market surveillance data an error with the motor is usually being detected within the power-on self test already. This is a rare case where the error occurred during use of the device. The device responded to this deviation as expected and the case could be completed.

Event description:
Please refer to initial MFR. Report no. 9611500-2016-00012.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that near the end of a case, automatic ventilation stopped and the machine alarmed for 'vent fail'. The case was completed using manual ventilation and there was no patient injury reported.